Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation, unit powered on properly. No flashing white display noted. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for any alarms around the time of the customer's call. However, no relevant alarms were noted to confirm any anomalies. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test. However, during testing, keypad anomaly was noted when menus were occasionally observed being navigated without any button presses. Upon removing keypad overlay, no flattened domes or moisture damage to keypad traces were noted. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage to electronic stack was noted. No moisture damage was noted on the keypad connector on pcb1. Isolate keypad anomaly to electronic assembly. Unit was also received with: scratched case and pillowing keypad overlay. In conclusion, customer's allegations of flashing white display were not confirmed when unit powered properly after battery installation. However, allegations of keypad anomaly were confirmed when, during testing, menus were occasionally observed being navigated without button presses. Isolate problem to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged middle button has to press multiple times to respond and screen flashes when using the pump.. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer states the pump was neither dropped nor exposed to moisture. Customer states the buttons are responding now. No harm requiring medical intervention was reported. No product return is required for mmt-1886.